Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely through merlin.net transmission during follow-up, far field r-wave oversensing on the atrial lead was observed on stored egm. Programming changes were recommended. No further information is available.